Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the instrument had a sensor problem and was damaged. It was noted that the site had discarded the instrument and ordered a replacement. There was no patient involvement.